Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement. This report is based upon allegations made in a potential lawsuit in which atrium medical would be named as a defendant.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of an atrium medical mesh product. Plaintiff allegedly experienced multiple revision surgeries, (B)(6) 2018, and (B)(6) 2020, bowel obstruction, incarcerated incisional hernia, lysis of adhesions, edema, panniculectomy, repair of fascial defects, and loop of bowel.